Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdomen pulsating. The right ventricular (rv) lead exhibited high thresholds and a polarity switch. It was also reported that the right atrial (ra) lead exhibited high thresholds. The rv lead and ra lead remains in use. No further patient complications have been reported as a result of this event.